Event description:
It was reported that during a prostate procedure, the fiber head broke @ 84,863 joules. Gland volume 50 ml. Time expended 13:54 minutes.the procedure was completed using a second fiber. There was no damage to the patient.

Manufacturer narrative:
Product analysis does not support the reported issue of fiber head broken. Failure analysis for fiber (B)(4): the metal cap exhibits severe char; the metal cap exhibits melted metal at the output window; the glass cap exhibits severe devitrification at the output window; the metal cap is loose from the glass cap; the glass cap can rotate freely within the metal cap; the glass cap has pushed forward in metal cap and can rotate off center; the metal cap adhesion location exhibits burnt glue; the outer flow tubing exhibits severe contamination, likely biologic. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.